Event description:
The patient had a giant ruptured pcom aneurysm and an mca bifurcation aneurysm. The penumbra coil was selected to coil the pcom aneurysm. Nine coils were placed to occlude the aneurysm. A tenth coil was selected, 10 cm j coil, and 4 cm of the coil was advanced into the aneurysm. The physician noted some tension in advancing the coil and proceeded to retract the coil. The coil was then advanced again and tension was noted again. At this time, the catheter kicked out of the aneurysm. The physician noted that he no longer had control of the coil. He tried to advance the coil using the pusher, but was unable to implant the last three centimeters. A microvena microsnare and an alligator device were used to retrieve the coil. The coil broke and with 2 cm at the neck of the aneurysm. After an unsuccessful attempt to snare the remainder of the coil, the physician decided to stent the coil to the vessel. The other aneurysm was coiled and the procedure was completed successfully.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Product retained by hospital.